Manufacturer narrative:
Analysis received the unit with no button response due to corroded keypad traces. Also, there was moisture damage found on the electronic assembly. There was no blank display or constant tone alarm noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 151 mg/dl at the time of incident. She stated the display went blank and a constant tone occurred. She stated the insulin pump vibrates without an alarm or alert. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.